Event description:
It was reported that the physician's handheld computer would not charge past 50% according to the battery indicator even while left on the charger for over 2 days. The handheld computer is reportedly kept in a location that does not subject it to higher temperatures. Attempts for the return of the faulty handheld computer are in progress.